Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the battery was not working and that it was changed to a new one. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient programmer was showing the batteries were dead when new ones were installed. The patient reported that the device would turn on, but won't allow them to make changes as it was say the batteries were dead. It was noted that if the patient remove the batteries and spin them, they would work. In addition, the patient reported that the adaptive stimulation has not been working as well and they have difficulties making changes. Furthermore, the patient reported that their backbone was hurting and it has progressively gotten worse. The patient noted that pain medications has been prescribed and a new programmer was sent to the patient for adjustments of the therapy. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that she had an ins that was starting to go out and she noticed this because she was starting to hurt real bad and the stimulation would go way up and then way down. Patient had a loss of therapeutic effect. Patient met with the manufacturer representative and they checked the ins and reviewed the ins was going out. It was a 7 year battery not 9 years. The ins removed (B)(6) 2019 and a competitor's ins implanted same day. Caller states she does not know if the ins is being sent back for analysis. No further complications were reported/anticipated.